Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a warning for undefined unipolar impedance qualified as high and a polarity switch. It was also reported that the right ventricular (rv) lead exhibited a warning for undefined bipolar and unipolar impedance qualified as high and a polarity switch. The ra and rv leads remains in use. No patient complications have been reported as a result of this event.